Event description:
Patient reported "rupture" diagnose via MRI. Later healthcare professional reported "rupture" and "small right inferior axillary lymph node". This record is for the right side. The device was explanted and replaced. Device has been discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.